Event description:
When the catheter was initiated no blood return was noted. The catheter was removed and the distal 3/8" tip had separated and remained in the pt. The tip was removed via fluoroscopy. There was no other pt consequence.